Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail cover was missing and this allowed the user control module cable to get stuck in the side rail latch mechanism. The missing side rail cover was installed and the user control module cable was rerouted correctly to resolve the issue.